Event description:
Report states fast flow occurred in which "infusion complete 24 hours earlier than 48." Device contained 3000mg 5fu and normal saline for a total fill volume of 96ml. Per reporter, no patient injury resulted.